Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an escape nitinol stone retrieval basket was used for a "retrieval of ureteran stones" procedure (patient age, gender, and weight are unknown). Please reference attached medwatch report number 3005099803-2010-00581, which documents the first device. A second escape nitinol stone retrieval basket was utilized. According to the complainant, the wire was "defective," and the "coating split at the handle." There were no patient complications reported as a result of this event. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
(B)(4): although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.